Event description:
A staff nurse informed the sales rep that the exeter stem insertion handle once loaded with the definitive stem, the trigger is no longer spring loaded and it slips. Another item was used instead and case completed without any delay or medical intervention.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.